Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01174. This report is being submitted as additional information. Unique identifier (UDI): the heartmate 3 lvas was implanted during (B)(6). FDA approval for heartmate 3 lvas was received on 23august2017. The same device is used commercially and in the ongoing (B)(6). The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 11 months. Manufacturer's investigation conclusion: a direct correlation between the device and the reported gi bleeding could not conclusively be determined through this evaluation. The patient remains ongoing on the device and the product was not available for evaluation. The heartmate 3 lvas instructions for use (IFU) lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values and the suggested anticoagulation modifications in the event that there is a risk of bleeding. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted to the hospital for gastrointestinal (gi) bleeding. Status post, patient was transfused 6 units of packed red blood cells and 2 units of fresh frozen plasma. An esophagogastroduodenoscopy was performed; however, the results were unavailable. Additional information was requested, but not provided. Additional information: on 03apr2018, it was reported that the patient presented to the emergency department (ed) after having a syncopal episode. The patient has been feeling weakness, lightheadedness and fatigue for the past 2 days and had one episode of vomiting. The patient¿s hemoglobin was 4.1 g/dl and hematocrit was 13.8. The patient was transfused 2 units of packed red blood cells (prbcs) in the ed and was admitted to the hospital. The patient then received 2 units of fresh frozen plasma. On (B)(6) 2018, the patient had a bone marrow biopsy and results came back negative. The patient received 2 additional units of prbcs and their hemoglobin rose to 10.7 g/dl and hematocrit rose to 32.7. And had 2 more units of prbcs resulting in 6 units total during the admission and 4 units given within 24 hours. On (B)(6) 2018, an upper gi endoscopy was performed that showed a lymphangiectasia in the duodenum. On (B)(6) 2018, a video capsule endoscopy, showed a lymphangiectasia in the proximal jejunum that was not clinically significant. There was no source of bleeding identified. The patient¿s hemoglobin and hematocrit remained stable during admission. On (B)(6) 2018, the patient was discharged home with a hemoglobin of 11.4 g/dl and hematocrit of 34.7. Aspirin was discontinued. No additional information was provided.